Manufacturer narrative:
Corrected information based on additional information received: corrected d4 lot number from 0030735207 to 0030210439. However, 0030495080 could not be pulled from the system.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 4.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 2 seconds and a pinhole was noted. The balloon was completely removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 4.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 2 seconds and a pinhole was noted. The balloon was completely removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Corrected information based on additional information received: corrected d4 lot number from 0030735207 to 0030495080. However, 0030495080 could not be pulled from the system. Device evaluated by MFR: wolverine pcb mr ous 4.0mm x 15mm, catheter batch# 30495080 was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 3mm proximal of the proximal markerband and extending approximately 17mm distally across the balloon material. As per wolverine pi eifu, the rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the hypotube of the device. The shaft of the device was found to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 4.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 2 seconds and a pinhole was noted. The balloon was completely removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.